Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced recurrent downstream occlusions alarms while the intravenous (IV) fluid through the pump was also infusing through the dialysis device. The IV fluid on the pump was set at a rate of 999 ml per hour while the dialysis device's rate is approximately between 300 - 500 ml per minute. The event happened during patient use at the hemodialysis department. There was no known patient injury or medical intervention associated with this event. No additional information is available.